Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used for the right descending pulmonary resection in video assisted thoracic surgery. At the first firing, the device was used on the artery. Then the cartridge was replaced and the device was fired on the vein at the second firing. After the second firing, bleeding occurred from the elementary part of the staple line. During the hemostasis process, the staple line was fully opened. To stop bleeding, the doctor broadened the small incision from 5cm to 20cm. Additional suture was performed to complete the case. The deployed staples were lumbricoid-formed. No reinforcement product was used. After the operation, the doctor and rep checked the operation video. The doctor commented that the cartridge was loaded into the jaw properly at first, but during the operation the jaw seemed to touch the chest wall and the device was fired with the nearly detached cartridge. There were no adverse consequences for the patient.